Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the event occurred due to failure of the tube pressure sensor which was mounted on circuit (cr) board. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, a defective motherboard was found, which caused the display to disappear and an alarm to sound, assumed to be caused by normal wear. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported that the front panel display of the high flow insufflation unit disappeared during an unspecified diagnostic procedure. There were no reports of patient harm.